Manufacturer narrative:
(B)(4)

Event description:
It was reported that left ventricular lead exhibited loss of capture. While performing testing of different vectors, the patient experienced diaphragmatic stimulation. Device was programmed to right ventricular pacing only and the left ventricular lead was programmed off.